Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, it was reported that the patient was in the emergency room after having a seizures. Received call into (B)(4) on (B)(4) 2013 from (B)(6) reporting that patient (B)(6) is in the ER after having a seizure and (B)(6) would like to have someone to check the patient's vns. He does not know who patient's treating neurologist is at this time. Suggested to him that he call patient previous neurologist dr (B)(6) and he may be able to help. Also told him I would get the local rep to give him a call to assist with information regarding local neurologists that could check patient's vns. The physician tried to interrogate the patient's device with his programming system, but could not due to possible device migration (the programming system was confirmed to be working successfully). The patient's device was then interrogated by the manufacturer's representative's programming system and found to be working properly. Once the physicians confirmed the device was working, they did not want to taken any further action or change anything. The specific diagnostic results and settings are unknown as the physician has not provided the information. There are no records of the patient's seizure history to verify if this event was an increase in seizure activity. The patient is non-verbal and cannot communicate. Attempts for additional information have been unsuccessful. No additional information has been received.